Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 2nd complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time. Investigation conclusion: DHR was reviewed and no qn found. Manufacture records were reviewed, no abnormal was found. Appearance and clog test were inspected for 7pcs retention parts, all results passed. Pen needle product has 100% np end angularity inspection and np point quality by visual system, and defect part will be rejected automatically. Pen needle product has 100% clog test in flowguru station, and defect part will be rejected by flowguru station automatically.

Event description:
It was reported that the pen needle 32g 4mm xtw 5b was unable to deliver insulin. The following information was provided by the initial reporter: when the patient opened the disposable injection written test needle for insulin glargine injection at home and prepared to push the liquid, no liquid was pushed out. Later, it was found that the back of the disposable injection needle was bent and could not be used. The back end of the needle was bent. After communicating with the procurement teacher in the hospital, it was confirmed that the incident was caused by the patient's improper installation.